Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "see labeling attached to section root cause summary. Caution state "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter leaked. Per additional information received via email on 9 march 2020 from ibc representative, water leaked from the catheter.